Event description:
It was reported that an alert 38 motor stall occurred on an ilet pump, with consecutive stalled motor alerts persisting despite restarts, and the user had been removing the cartridge before rewinding during supply changes; after education to rewind first to avoid piston damage, the user completed a dry run and was advised to perform a full supply change using a new box of supplies and resume insulin delivery, consistent with a mechanical jam involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an assembly problem consistent with a mechanical jam of the motor component. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.